Event description:
It was reported that device diagnostic testing resulted in a high impedance reading (>=10,000 ohms). It was reported that there is no known trauma to the chest or neck area, but that the patient has recently started swimming and that the physician believes the device is implanted too laterally and that wear and tear of the swimming motion may have contributed to the high impedance. It was reported that device diagnostic testing in (B)(6) 2013 was within normal limits. The generator was programmed off after observing the high impedance reading. The patient will be referred to surgery and it is unknown if x-rays will be performed. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During a periodic review of the manufacturer's programming history database the high impedance event was identified. This high impedance was found to be the event that was reported on the initial report of this manufacturer report number (1644487-2013-03110). Also, device settings were found which confirmed the date the device was disabled and a history of system diagnostics was found. No additional or relevant information has been received to date.